Event description:
Zilver stent was deployed in the spa. Patient later returned to the hospital suffering from leg pain. An examination of the vessesl under fluoroscopy noted a fracture in the zilver stent.